Event description:
It was reported via repair work order that the load cells were malfunctioning which may have caused an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported via repair work order that the scale was inaccurate due to faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.